Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and feedback from the field. The endoscopy support specialist (ess) was onsite 2023-09-22, to cover pre-cleaning reprocessing steps for the staff. The ess noted, the customer¿s site uses mu-1 unit and performs steam sterilization on scopes. During the reprocessing in-service with the staff, they covered the guidelines on reprocessing the olympus scopes per, the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to we presume that, there was difference between olympus recommendation. And the user¿s understanding in device handling and reprocessing steps. Olympus specialist already provided training in the correct handling. The event can be prevented, by following the instructions for use (IFU) section: IFU: uretero-reno fiberscope olympus urf-p7/olympus urf-p7r, reprocessing manual 5.3: precleaning the endoscope states, how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, after an unspecified diagnostic procedure, the endoscopy support specialist observed that the user facility staff was not performing bedside cleaning on flexible ureteroscopes. Insufficient or incorrect reprocessing scope / accessories were used. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: pre-cleaning was not performed on urf-p7, scope was not securely positioned on procedure room table, and scope was transported with additional accessories and telescopes in same sterilization tray when transported to reprocessing. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.